Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the child underwent a mitral valve replacement/ av canal procedure on (B)(6) 2016 and suture was placed continuous on right atrium. On (B)(6) 2016, the child was returned to or since he was diagnosed with hemodynamic deterioration and leakage from mitral valve by echo diagnosis. The surgeon exposed the right atrium and the suture was found torn, but the the knot was not open and atrium incision edges were still approximated. The second mitral valve replacement procedure was performed with another like suture. The patient was in good condition after the surgery and was released home.

Manufacturer narrative:
Conclusion: the actual sample was returned for evaluation. Visual examination revealed all returned explanted segments had both ends cut with significant manipulation memory consistent with knot tying and some had instrument damage as well. No breakages or anomalies were observed.